Event description:
Voluntary recall - medtronic self-tapping screw module used with the atlantis anterior cervical plate system. The screw caddy is not an implant. It is a plastic block used to hold screws for spinal surgery. It was discovered that the measurement gauge located on the lower, left side of the caddy may be out of specification, which could cause a screw to be measured improperly. An incorrect gauge could measure a screw to be approximately 1mm shorter than it actually is. No pt injuries have been reported to date. However, using an inappropriately long screw could cause irreversible neurologic injury if it were to penetrate the posterior cortex of the vertebral body. If this occurred, it would necessitate immediate surgical intervention repairing any damage to the surrounding vasculature/neurologic structures. Complications of this type of injury may lead to irreversible impairment and/or death. A replacement screw caddy will be provided to you. In the meantime, you can confirm the length of atlantis screws by referencing the last two digits of the part number (for example, pn 876-614 is a 14mm screw.) Please note that this recall does not affect the atlantis screw caddies associated with the universal instrument (ui) set. The ui set contains a separate screw gauge, please contact your sales representative. To be returned. Qty: 7, date: (B)(6) 2011.